Event description:
It was reported that the zimmer dermacarrier ii shredded the graft making it unusable. Add'l skin had to be harvested.

Manufacturer narrative:
Product was not returned to the MFR for eval. A follow up medwatch will be submitted once the device is returned and the investigation is completed.